Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3888-45, lot# v319235, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v259483, implanted: (B)(6) 2010, product type: lead, product ID: 3487a-56, lot# v308324, product type: lead . Product ID 3487a-56, lot# v235029, implanted: (B)(6) 2010, product type: lead.

Event description:
A consumer reported that his ins lasted almost 5 years then it was replaced in (B)(6) 2015. At the same time they took out the horizontal leads and replaced them with a vertical lead, and a manufacturer representative put in a pause (programming) so the ins would last longer. The consumer noted that in 2011 he had a partial hip replacement and in 2012 he had a full hip replacement. Then on (B)(6) 2012 he had an industrial accident with broken ribs and broken hip and everyone's best guess was that the leads were damaged by that accident. After that the horizontal leads were off and on, hit or miss, not working. He could not tell the difference because of the hip replacement. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.